Event description:
A surgical technician reported that a patient experienced an anterior capsular tear during a laser assisted cataract with intraocular lens implant. A planned iol was implanted into the capsular bag. The tear did not extend any further. Additional information has been requested.

Manufacturer narrative:
A completed questionnaire was reviewed. The patient was not hospitalized. No medications or therapies were in use at the time of the event. No unplanned medical intervention was required. The outcome of the event was noted as resolved without treatment. In the surgeon's opinion it is unknown whether the system caused or contributed to the event. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon's hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. In the surgeon's opinion he did not know what caused or contributed to the event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 20, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported that a patient experienced an anterior capsular tear during a laser assisted cataract with intraocular lens implant. A planned iol was implanted into the capsular bag. The tear did not extend any further. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).